Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause was related to the handling of the device. As stated in the instructions for use, as a preventive measure: "warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."

Manufacturer narrative:
The suspect device was evaluated by olympus. The evaluation found a gap of the adhesive at the distal end. A definitive root cause was not determined.

Event description:
Upon return of a tjf-q180v scope to olympus, a malfunction was identified during the evaluation of the returned device. There was no patient injury or harm, associated with the problem, reported to olympus.